Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the cable snapped on the mega suturecut needle driver instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cable was broken. The grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments distal pulley had mechanical indentations and burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the distal pulley. Failure analysis concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken grip cable if to recur could cause or contribute to an adverse event.